Manufacturer narrative:
Citation: lind a, et al. Early pacemaker implantation after transcatheter aortic valve replacement: impact of plasmablade¿ for prevention of device-associated bleeding complications. Medicina (kaunas). 2021 dec 5;57(12):1331. Doi: 10.3390/medicina57121331. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of a pulsed electron avalanche knife during permanent pacemaker implantation (ppi) procedures in patients who previously underwent transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a single center between december 2015 and may 2020. The study population included 83 patients (predominantly female, mean age 82.5 years) who required ppi after tavr. During tavr, patients were implanted with either an edwards sapien s3 or medtronic evolut r transcatheter valve. The authors did not disclose the specific number of patients that received an evolut r. No unique device identifier numbers were provided. All 83 patients underwent ppi after tavr. The timing of ppi after tavr ranged within 24 hours of the procedure up to 11 days post-procedure. Indications for pacemaker implant included: complete atrioventricular block, slow atrial fibrillation, sick sinus syndrome/tachy-brady syndrome/prolonged pauses, first-degree atrioventricular block + left bundle branch block, second-degree atrioventricular block, and trifascicular block. No additional adverse patient effects or product performance issues associated with the use of evolut r were reported.

Manufacturer narrative:
Updated information: b5. Additional information received from the corresponding physician/author stated that 71 of the 83 patients in the study population were implanted with an evolut r valve. Furthermore, the physician/author specified that complete atrioventricular block and second-degree atrioventricular block were the conduction disturbances that occurred in evolut r patients. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.